Event description:
Customer reported unspecified chemotherapy back flowed into primary bag. No pt/user harm reported. No add'l info was available.

Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.